Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. On the same day the patient suffered a myocardial infarction (mi). It is unknown whether the reported event was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4): evaluation code results - inherent risk of procedure (myocardial infarction).

Event description:
The endeavor sprint drug-eluting stent was implanted in the obtuse marginal during the index procedure and not the mid lad as previously reported. Date of mi updated to one day following the previously reported date.